Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was received with no other devices. There was blood on the handle and between the shaft and the stent. There was no damage to the handle. The outer sheath was buckled at the distal markerband. The second row of stent struts were caught on the distal end of the outer sheath. Functional testing was performed by rotating the thumb wheel, as the thumb wheel was rotated the stent successfully deployed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 29-jan-2015. It was reported that failure to deploy occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery. A 7x60x75 epic¿ vascular stent delivery system (sds) was selected to treat the target lesion. While advancing the device to the lesion, resistance was encountered. The physician attempted to deploy the stent; however, resistance was encountered at the outer sheath. The physician placed a non bsc guide wire in the same position, and removed the sds and the 6fr non bsc sheath together from the patient. The procedure was completed with the implant of an 8x 60mm epic stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a partially deployed stent.